Manufacturer narrative:
Additional information was received. Section b7 was updated. Per the patient¿s medical records, there were no complications or malfunctions noted during the tavr procedure. The implant was a success with no significant paravalvular leak (pvl) and mean gradient 6 mmhg. Four (4) months post procedure, the patient presented for elective cardiac cath and balloon valvuloplasty (bav) of the previous placed tavr due to complaints of worsening sob. Outpatient echo showed worsening gradient across the valve up to 50mmhg. There was no significant transvalvular gradient, but severe stenosis, likely due to recoil and possible hypo-attenuating leaflet thickening (halt) and hypo-attenuation affecting motion (ham). Peak to peak gradient of 85mmhg. Bav of the valve with a 23 balloon was successful. Post bav the peak to peak gradient was 20 mmhg. Echo post bav mean gradient of 15mmhg, no aortic stenosis, and no insufficiency. The patient was discharged home one (1) day post procedure. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, severe stenosis, likely due to recoil and possible hypo-attenuating leaflet thickening (halt) and hypo-attenuation affecting motion (ham) were contributing factors for the increased gradient. The central leak was a result of the bav. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
Approximately 4 months post implant of a 23mm sapien 3 valve in the aortic position using transfemoral approach, the patient had increased gradients and was brought back to the cath lab for bav. One day post valve implant, the patient¿s gradients were higher than normal. The gradients consistently climbed post operatively, although the patient was asymptomatic. The patient was brought back to the cath lab where a tee and dual pigtail gradient measurement were performed to confirm the high echo gradients. The dual pigtail measurement was 85 mmhg. The tee looked odd with some dysfunction in the leaflets, but no problem with motion. Bav with a 23 mm balloon was performed. Noticeable resistance was observed in the leaflets and it took a moment for the balloon to fully expand. The valve did not appear grossly under-expanded, but it visibly expanded more with the bav. The gradient was reduced to 24 mmhg. However, there was evidence of central leak now indicating possible leaflet damage.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).